Event description:
New information received notes that the patient presented in the clinic on (B)(6) 2026 due to the patient's implantable cardiac monitor (icm) software related reset issue. The icm was reverted back to it's normal operating mode. No patient symptom was reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the patient's implantable cardiac monitor (icm) on a software related reset mode. Troubleshooting recommendations were provided to resolve the issue and no patient symptoms were reported.